Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing due to a leak in the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect the suggested event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of control knob defects (control button defect) was confirmed. Device evaluation found damage on the switch 2 button (sw2) and cut was observed. Due to cut, watertightness is lost. The scope connector cover case had a dent. Additionally, as stated in section b5, foreign material was found in the air/water channel and air/water cylinder that cannot be removed even correct reprocessing was performed due to buckling of each channel/gap on the insertion section boot . Air/water channel noted to be clogged. Furthermore, inspection found damage on the bending section cover, due to damage, the insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The plastic distal end cover had a chip. The connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced a defective (plastic cover) control button defect. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the air/water tube (aw-tube) contained foreign material. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.